Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reportertelephone number: (B)(6). The field service specialist (fss) provided surgery support to the customer and when he noted the error 2012, he rebooted the system, which resolved the issue and the system started up normally. Fss performed the field service checklist on the unit, which the system passed all functional test and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
While amo field service specialist (fss) was at the customer site for surgery support, he noted error 2012 (instrument host timeout error) occurred on the whitestar signature system. Fss rebooted the system started up normally. There was no patient involvement reported.